Event description:
The customer reported that the system has no power. The green light is on the back of the workstation.

Manufacturer narrative:
The ge rep arrived the same day to check out the system. He found a bad surge supressor and replaced it. Tested system for proper operation.